Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, false air in line alarms were not reproduced. A review of the event history log (ehl) revealed "air in line" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.